Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result. On (B)(6) 2022, at 7 p.m., the consumer performed covid-19 at-home test and the result was negative. On (B)(6) 2022, at around 5 p.m., the consumer performed covid-19 at-home test and the result was positive. On (B)(6) 2022, at around 12 p.m., and on 18-june-2022 at around 11 a.m. The consumer had a pcr test and both results were negative. On (B)(6) -2022, at around 9 a.m., the consumer performed covid-19 at-home test and the result was negative. The consumer stated she had symptoms of a slight sore throat and coughing on (B)(6) 2022. No medical treatment was provided since all other tests taken were negative. No other information can be provided.